Event description:
Following investigation, the sterility of the device was not compromised. This issue is non-reportable.

Manufacturer narrative:
Following investigation, the sterility of the device was not compromised. This issue is non-reportable.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01577, 0001825034-2020-01578.

Event description:
It was reported that the sterile packaging was damaged. There was no patient involvement as this was found during inventory.